Event description:
A report received from the USA stated an 840 ventilator experienced an erratic top display. There was no patient involvement.

Manufacturer narrative:
The device repair is pending. As additional information is obtained, a supplemental report will be issued. Covidien reference: (B)(4).